Event description:
It was reported that the pt underwent a repeat sling procedure. Post operatively, the pt experienced symptoms of pain and dysuria. A cystoscopy revealed tape in the bladder. The pt was re-operated on during 2002 and the tape was removed from the bladder.